Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician implanted an unknown size taxus express2 drug eluting stent in an unknown artery. Four months later, the patient experienced in-stent thrombosis. Further information has been requested but has not been received.

Manufacturer narrative:
Device analysis. As no device was received for analysis it is not possible to perform any inspections on the device. As the batch number is unknown a review of the manufacturing records could not be carried out. The root cause will be documented as anticipated procedural complication due to a know physiological effect of the procedure noted within the directions for use, and/or device labeling.